Event description:
It was reported that the patient experienced withdrawal symptoms since the pump was replaced in april. The catheter was checked via x-ray and no disconnections or leaks were observed. The catheter had csf backflow at the recent pump replacement. Because the healthcare provider (hcp) allowed the csf backflow that the patient had some withdrawal symptoms immediately following replacement, soon after that the drug had reached the patient, however, the symptoms continued. There was some redness around incision initially, but this had now cleared. The hcp confirmed no infection was present. At the patient¿s first refill the patient was given a small therapeutic bolus and it helped for a little while then withdrawal symptoms returned. The hcp was considering exchanging drug to ensure symptoms are not related to drug concentration inaccuracies. The hcp was also considering a roller study. It was later reported that the patient was having intermittent episodes of feeling like he's getting too much drug then feeling like he's not getting enough drug. The patient had done well prior to the recent pump replacement. The same drug was moved from the old pump to the new pump. Even though it was the same drug, the patient was not getting the same effect. The patient has been vacillating between feelings of overdose and feelings of underdose/withdrawal. The patient¿s symptoms included a return of pain, metallic taste, and a metallic scent. The pump logs were reported to be ok. Both dye and roller studies were good. Rotor test was positive 40° clockwise rotation noted on x-ray. No volume discrepancies were noted. The patient¿s medication was recently swapped, but the patient still reports the same symptoms. Additional information received reported the patient¿s withdrawal symptoms included hot/cold and an abnormal smell. The cause of the event was medication related. The event was attributed to drug effects. It was unknown if the event was due to the pump or catheter. The patient had signs of withdrawal with the previous refill medication. At the time of event, the patient was taking oxycodone. At the time of report it was reported the patient recovered without permanent impairment, however it was also indicated that the patient was not recovered, symptoms/issue was ongoing. The pump was refilled one day after replacement. The pump was initially reported to be used to infuse dilaudid, however additional information received reported the pump was used to infuse morphine. The most recent information received reported the pump was used to infuse dilaudid and bupivacaine from a new compounding pharmacy.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).